Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at the quick release. The patient observed insulin coming out of the tubing about one hour after changing the set. This issue occurred with three sets. No further information available.